Event description:
Rec'd info stating patient was experiencing high bg's (500 mg/dl).

Manufacturer narrative:
During further troubleshooting reporter indicated insulin was cloudy. No product has been returned for evaluation. Should new info become available a f/u MDR will be submitted.